Manufacturer narrative:
The insulin pump was received with a blank flashing white lcd display anomaly due to a crack on the lcd controller (pcb1). They were unable to perform the displacement, rewind, seating, and basic occlusion tests due to flashing white lcd display. The insulin pump was received with a cracked reservoir tube lip, a scratched case, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had fallen over, not on the insulin pump. It was possible that the pump got knocked as the display was blank and would not respond to any button presses. Customer's mother was advised that the pump would have to be replaced.